Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a heat rash underneath the therapy electrodes that broke open. The patient's physician recommended using a cream. Follow-up indicated that the sores were no longer open and everything was feeling better.